Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: as reported to customer relations via cri observation study complaint form: biliary stents placed in (B)(6) 2021 to treat malignant biliary stricture due to hilar cholangiocarcinoma. At 78 days post-procedure, the patient underwent planned stent removal of both stents. The site noted that both stents were visibly occluded, patient asymptomatic. (Entered as 2 aes, one for each stent.) Primary reason for treatment: malignant biliary stricture malignancy type: hilar cholangiocarcinoma location of stent placement: right hepatic duct. Additional procedures performed at the same time as the study stent: stone retrieval radiofrequency ablation (rfa). Patient outcome: the patient had no symptoms from the occluded stents; the events are noted as resolved without sequelae. Data collection includes 3 months post-procedure. No other aes are noted. The patient has exited the study. Patient/event info - notes: na

Manufacturer narrative:
Device evaluation the clso-10-10 device of c1763778 lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. An adverse event has been reported without a device problem. A device malfunction was not reported. Trending will monitor if any future investigation is required. Manufacturing records review: prior to distribution all clso-10-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for clso-10-10 device of c1763778 lot number did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: as per the instructions for use, ifu0045 which informs the user about the potential complications that may occur: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. There is no evidence to suggest that the customer did not follow the instructions for use. This is a known potential adverse event as described in the instruction for use. Image review an image was not returned for evaluation. Root cause analysis a definitive cause could not be determined from the investigation. Possible cause is that "stent occlusion" is known procedural adverse events associated with ercp procedure as per the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation confirmed quantity of 01 x used device. This is a known potential adverse event as described in the instruction for use. The investigation findings conclude that a definitive cause could not be determined from the investigation. Possible cause is that "stent occlusion" is known procedural adverse events associated with ercp procedure as per the IFU. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 16 may 2025.